Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. During a vf storm, the device failed to rescue the patient due to undersensing. The patient had 40 vf episodes and 2 vt episodes. There were 17 aborted therapies out of 42 episodes. Available egm¿s showed a 21 second delay of therapy due to undersensing. The lead was previously returned on (B)(6) 2012 and an event observed during analysis was reported on MDR firm ref no: 2017865-2012-08933. Previously reported analysis revealed external insulation abrasion consistent with lead friction to another device and normal electrical characteristics.